Event description:
It was reported that during the procedure to implant the excluder bifurcated endoprosthesis, the pt received 2 units of blood products. The device was implanted successfully. The clinician made no allegation of product deficiency.